Manufacturer narrative:
A review of sample photos observed a tampon string present in the applicator. The length of the string could not be determined or measured based on the photos. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 3. This is a non-us event. This occurred in canada. Consumer reported that prior to use of a tampon on (B)(6) 2023 the string appeared to be short. She did not use the tampon.